Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion difficulties were encountered and stent damage was noted. The taxus express2 2.75 x 16 mm drug eluting stent was unsuccessful in crossing the target lesion in the left anterior descending artery. Upon removal of the device, it was noticed that the stent was raised and had been demounted. The procedure was completed with a different device. There were no patient complications.